Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing impedance trend curve with measurements from (B)(6) 2019 to (B)(6) 2019 showed that the values were initially around 650ohms with an sudden increase to 3000ohms at the end of august. In these period, measurements of the shock impedance showed stable values around 80 ohms. The available iegms showed artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
High impedance was detected via home monitoring. The patient was hospitalized. Lead was capped and replaced. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing impedance trend curve with measurements from (B)(6) 2019 to (B)(6) 2019 showed that the values were initially around 650ohms with an sudden increase to 3000ohms at the end of august. In these period, measurements of the shock impedance showed stable values around 80 ohms. The available iegms showed artifacts on the farfield channel as well as on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 19 months, oversensing on the ventricular channel was reported.